Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer changed all supplies, and no further actions were needed. Technical support agreed to send replacement supplies as requested.